Event description:
During procedure surgeon noticed the endowrist tip cover accessory (item reference# 400180) was sliding off towards the tip of the monopolar curved scissor instrument. Per the surgeon, after docking the robot, the scissor was placed in arm# 3 in the right lower quadrant and remained there for the entire duration of the surgery. Per the scrub tech, no electro lube (item reference# el-101) was used. Per the surgeon, she noticed the tip cover had slid downward while operating. She continued to use the monopolar scissor instrument while monitoring the tip cover for the remaining duration of the surgery. While removing the monopolar curved scissor instrument, staff continued to monitor the screen and carefully removed the instrument, at completion of surgery. All parts, including the instrument and tip cover, were confirmed to be removed by staff. ====================== manufacturer response for tip cover accessory, endowrist tip cover accessory (per site reporter). ======================